Manufacturer narrative:
One osseotite tapered implant was returned. The unknown driver mount was not returned. A visual inspection of the received products revealed that the outside body of the implant is heavily damaged and the internal drive feature is confirmed to be damaged. A device history review was performed on the implant and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A singular cause for the event could not be determined. (B)(4).

Manufacturer narrative:
Unknown implant mount. Not returned to manufacturer.

Event description:
The doctor indicated while trying to place the implant the hex of the implant stripped. Concern regarding the condition of the implant hex resulted in the clinician removing the implant and grafting the implant site for future implant placement.

Manufacturer narrative:
The unknown implant mount was requested and not returned to the manufacturer. No lot number was provided therefore the DHR could not be reviewed. No definitive root cause for the reported event could not be determined as no product was available for investigation. The complaint is therefore non-verifiable. (B)(4).